Event description:
Clearcorrect was notified via direct e-mail from patient that she was experiencing adverse reactions while wearing the first appliance shipped ("phase 0"). She experienced a slight burning and sensitivity in her mouth and tongue while also having a bitter, metallic taste in her mouth. After having burning in her stomach the next day, she notified clearcorrect. We then notified her doctor who had yet to hear from the patient, so she scheduled an appointment to verify symptoms. The doctor saw no physical symptoms but the patient described a burning sensation when she would swallow. The appliance was immediately returned for investigation to where no defects or non conformities. With the appliance, was a copy of an allergy test which was then cross-referenced with a list of components used in the manufacturing process.(B)(4) of our aligner material and used to tint our aligners) were found to have (B)(4) elements in them which the patient is abnormally sensitive to.

Manufacturer narrative:
On (B)(6) 2013, clearcorrect was notified via direct e-mail from patient (B)(6) (clearcorrect case #(B)(4)) that she was experiencing adverse reactions while wearing the first appliance shipped ("phase 0"). She detailed the reactions as follows: "my tongue and mouth began [to be] sensitive and burned, and I had a bitter, metallic taste in my mouth. By saturday morning, the burning continued, and I had a slight pain in my throat when I swallowed. Later in the morning I developed extreme burning and pain in my stomach". The patient removed the appliance and notified clearcorrect and a customer service representative reached out to (B)(6) doctor to follow up and obtain further information. The doctor was not aware of the patient's experience and set an appointment to see the patient (meanwhile advising the patient to discontinue treatment). After the appointment the doctor stated "she did not have any sores, swelling, or even redness, patient told me that it was a burning feeling she got when swallowing." Clearcorrect requested the product be returned for inspection. The returned devices were returned and inspected on 09/09/2013, and were found to have no defects or nonconformities present. A separate inspection was conducted of clearcorrect's manufacturing, sanitation and packaging processes to ensure any potentially contributing factors to the reported reaction were not overlooked. The returned shipment was sanitized, cleaned and packaged according to documented procedures. Device packaging also clearly states to ensure the device is rinsed before it is placed in the mouth. Part of our investigation was to inquire about potentially contributing factors in the dentist's office (e.g. Allergic reactions occur to latex gloves or cleaning solutions). The result of this investigation was inconclusive until clearcorrect received a copy of an allergy test performed on the patient wherein it was discovered that the patient has an extensive list of allergies and sensitivities. Quality personnel cross-referenced the list of patient allergies supplied by the doctor with the full list of components and ingredients used in our manufacturing processes and found a match which explains the reaction the patient described. (B)(4), used for tinting water bottles and similar applications) are used to tint our aligner products. These two non-toxic materials account for (B)(4) of our custom aligner material ("(B)(4)"), but the patient has a documented sensitivity or allergy to all (B)(4) elements. In conjunction with the prescribing doctor it was decided to not proceed with treatment and to refund the lab fee which was done.